Manufacturer narrative:
The manufacturing facility is conducting a review of the DHR (device history record) and supporting quality records.

Event description:
Consumer reported a tampon elongated upon removal. About one month later she noticed a strong vaginal odor and saw her gynecologist. A piece of pledget was found upon vaginal examination. Doctor cleaned out her vagina and performed tests. She did not have an infection.